Manufacturer narrative:
The device is available for return; however, it has not yet been received. Additional contact: (B)(6).

Event description:
The customer reported that the silicone inside a tego¿ connector detached and pulled/popped out. The issue occurred from (B)(6) 2025. The tego was already in use or was put into use. The tego in question was placed on (B)(6). The number of treatments performed with the tego in question before the problem occurred was 0 to 3. The tego was removed immediately after discovering the problem. Nothing was used in combination to the tego. They can generally get the tego off easily. They only exchanged it for a different tego. There were no medical devices available that can be used with the tego and that may be used in investigating the cause. No patient blood loss. The patient did not require additional treatment and there was no report of any human harm.

Manufacturer narrative:
The reported complaint of the silicone detaching could not be confirmed. Without the return of the sample or a photo/video a comprehensive review cannot be performed and a probable cause cannot be determined. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.